Manufacturer narrative:
Smith and nephew complaints team have now concluded the investigation process. A visual examination of the device did not highlight any issues, following servicing, which involved replacing the odour filter, and o-ring seal. A full functional test was conducted which was passed successfully. We have been able to identify the root cause as seal failure. Recommendations: it is recommended that prior to each use the device is visually inspected. Check that inlet port and air exhaust outlet are free of obstructions, dust or foreign materials. Apply germicidal/antibacterial product to a cotton swab and clean both inlet port and air exhaust outlet. If the o-ring is damaged then this must be replaced following the renasys touch service manual. All users and clinicians are advised to follow all instructions for use. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complaint.

Event description:
It was reported that the device was alarming, the sealing ring was loose. The problem was solved replacing the device.